Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause an improper insertion of the cannula. Thus, an exact cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.